Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Home patient stated he had prolite implanted in 1997 and a month later he had a sharp in his side and he still has it 20 years later.

Manufacturer narrative:
Based on the details of the complaint the patient experienced pain for 20 years after the mesh was implanted. Based on a review of the device history records the product in question passed all quality and performance requirements. Atrium medical only distributes products that have passed all quality and performance requirements. Based on the details provided there is not enough evidence to conclude that the patient¿s pain was related to the hernia mesh that was implanted 20 years ago. Clinical evaluation: prolite ultra is intended for use in soft tissue deficiencies including hernia repair, traumatic or surgical wounds and chest wall reconstruction procedures requiring reinforcement with a non-absorbable supportive material. Problems after mesh implantation are usually related to using a mesh product that is too small or to the fixation method and technique. It may also be related to non-compliance with activity limitations post operatively. Other factors that contribute to the outcome of hernia repairs are the patient's weight and medical comorbidities such as morbid obesity, diabetes and a history of smoking. Most patients who undergo surgical procedures experience acute postoperative pain. Prolonged pain can be defined as pain persisting for more than three months after surgery and it is a complication of many common procedures including hernia repair. Surgical technique can influence the development of chronic post-surgical pain and techniques to minimize nerve injury should be used whenever possible. The instructions for use (IFU) states complications that may occur with the use of any surgical mesh include, but are not limited to, pain, inflammation, infection, allergic reaction, seroma, hematoma, fistula formation or mechanical disruption of the tissue and/or mesh material and possibly adhesions when placed in direct contact with the viscera and other organs. The patient should be advised to contact the physician should an adverse reaction occur.